Event description:
While preparing routine immunizations for a (B)(6), I found a 25 gauge, 5/8 inch needle to have debris in the packaging. I inspected the other needles in the ream and found that to be the only one with debris. The item in question was removed from the medication room and given to (B)(6), (B)(6) who reported the finding to the safety department. I was notified that all needles with that lot number were immediately pulled out of stock.